Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported event could not be conclusively established through this evaluation. Additionally, review of the log file provided by the account did not confirm the reported elevations in pump power and estimated flow. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. No significant fluctuations in pump parameters or atypical events were captured and the pump appeared to function as intended, operating above the low speed limit for the duration of the file. It should be noted that only one line of data was included from the actual event date on (B)(6) 2019. The account reported that the patient¿s anticoagulation was stopped due to an active gi bleed, following which, power and flow elevations (ranging between 7-8) were noted. A workup for hemolysis was done but results were unremarkable. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information has been provided by the account to this date. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6), and no further events have been reported at this time. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. In reference to power, the hmii IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stopped his anticoagulation due to active gastrointestinal (gi) bleed and there were transient flow and power elevations to the 7-8 range that were noticed. Hemolysis workup was unremarkable. During the analysis of the log file, there were transient power and flow elevations noticed. The flows were higher than the normal parameters. There were no other unusual events seen within the log file.